Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a 275cc mentor memorygel breast implant and experienced postoperative right-sided capsular contracture (grade unknown). The diagnosis was confirmed by a healthcare professional, and the date of onset is unknown at this time. As a result, the patient underwent removal and replacement with a 300cc mentor memorygel breast implant (catalog #: 3503001bc, serial #: (B)(4)) on (B)(6) 2017.